Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
According to reporter, tracheostomy tube was placed in (B)(6) 2015 on a ventilator dependent patient. The device in use would be alternated with another custom tracheostomy tube every other week. Following approximately one month of use, one of the flanges of the listed device snapped during placement. The nurse was able to secure the broken tracheostomy tube in place while the patient's mother prepared the new tube for an emergent tracheostomy tube change. Velcro ties were reported to be used to secure the device and neck holder adjusted during tracheostomy tube changes and cleanings once a week, neither of which was occurring during time of flange break. No permanent injury resulted from this event.

Manufacturer narrative:
Evaluation completed. One used tracheostomy tube was returned for product evaluation. During visual inspection of the device, tears were observed on both eyelets and one eyelet was found split. No other issues or abnormalities were observed with the returned device. The reporter indicated that a holder with velcro tabs was used to secure this device during patient use. The use of velcro tabs violates the directions provided in the products instructions for use. The instructions for use warns users to protect against product damage by avoiding contact with sharp edges, including tracheostomy tube holders containing velcro or metal clips. No evidence was found to suggest the reported event was caused by an intrinsic device problem. The instructions for use, under warnings: section 4.10, states: · guard against product damage by avoiding contact with sharp edges. Some tracheostomy tube holders contain velcro or metal clips which may have sharp edges. These sharp edges can come into contact with the eyelets and compromise the product integrity. A damaged eyelet can result in decannulation of the tracheostomy tube. We recommend using the twill tape holder supplied with the product.